Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. There were no samples returned for evaluation therefore the reported condition could not be confirmed. The most likely root cause indicates that the reported issue could occur during the procedure if there are any deviations to the instructions for use (IFU). The IFU instructions for the proper insertion of the feed tube and extraction of the stylet for stylet placement state: using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. The root cause for the reported condition cannot be specifically identified therefore corrective action will be limited to the manufacturing awareness this time. The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device had cracked and detached at the medication port after 2-3 days of use causing leaking. There was no patient harm.